Event description:
Patient reported right side rupture. Devices remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "multiple radial folds bilaterally with intrinsic signal findings following that of intrinsic implant signal" and cysts via MRI and ultrasound. Healthcare professional reported right side "hole, non-specific" via rga.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Cyst: unable to observe as it is a medical event not related to the device additional observations: crease is observed. Brown particles were observed on the shell.

Event description:
Device has been explanted.